Event description:
A 26 mm diameter x 15mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that the stent graft migrated distally and the aneurysm is growing again. It appears that the pt will need to have an extender graft implanted.